Event description:
It was reported that there was an unspecified failure mode with "all devices failed per customer " the customer stated that there was no patient harm reported and will not provide any other additional event details or send the deices in for investigation.

Manufacturer narrative:
Correction on initial report: e.3. Additional information provided: b.5 & g.3. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Product model#, serial# and manufacture date were requested but not provided.

Event description:
It was reported that all devices failed, there was no additional event details provided at this time.